Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the reported product alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133 was tested by the technical product support (tps) team and the results met all validity and acceptance criteria with no error codes. As a result, no product deficiency was identified for alinity m resp-4-plex amp kit (list 09n79-090) lot 384133. Customer data review: the runs involving sample identification (sid) listed in tables above were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve generate sigmoidal amplification curve for the ic. However, it generated a late amplification towards the assay cutoff for the rsv target. The possible contamination cannot be ruled out from sample handling of the amp kit or positive controls, causing a false positive with late amplification curve targets. Internal testing data for lot 384133 suggest no product deficiency for the reported lot as no error code nor non-sigmoidal curve was identified. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 384133 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 384133 or component lot# 3841331. Complaint history review: the complaint history review was completed to identify additional complaints related to discrepant results (false positive) for the alinity m resp-4-plex amp kit (list 09n79-090) lot # 384133. According to complaint trending, a trend violation was not identified, as the upper control limit was not exceeded for product 09n79. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384133 was not identified.

Event description:
The customer reported a false detected result for the rsv target on the alinity m resp-4-plex amp kit. Sid (sample ID) (B)(6) was tested on (B)(6) 2023 and gave a late cn value of 41.17. The amplification curve for rsv was noted to be a downward trend in fluorescence signal with a short spike at the cycle end. The customer commented that they have not seen very many rsv-positive samples lately and questioned the validity of the result. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.